Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-1-uni-celect. Specific date unknown, but must be in or around 2010. Summary of investigation findings: no imaging is provided and patient's medical record is unknown. Therefore, it is not possible to comment on the reported filter leg perforation of the ivc approx. 5 years after filter implant. Also, it is not possible to comment on the patient being symptomatic or filter removal requiring an additional procedure. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple versus complex. Several case reports published in scientific literature describe complex cases with successful filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. (B)(4). Catalog# igtcfs-65-1-uni-celect specific date unknown, but must be in or around 2010 summary of investigation findings: no imaging is provided and patient's medical record is unknown. Therefore, it is not possible to comment on the reported filter leg perforation of the ivc approx. 5 years after filter implant. Also, it is not possible to comment on the patient being symptomatic or filter removal requiring an additional procedure. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple versus complex. Several case reports published in scientific literature describe complex cases with successful filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others.

Event description:
Description of event according to complainant: since the filter had been in the patient for so long, it has penetrated the ivc and the patient is symptomatic from the penetration. Patient outcome: the device does still remain inside the patient's body. The patient will require an additional procedure to remove or retrieve the device due to this occurrence.